Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. D4: batch #447c05. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload (a) loaded and a second reload (b) present. Both reloads were received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The anvil and washer of the reload (b) were detached. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: either manually advance the retaining pin using the actuator button on top of the handle to capture the tissue within the jaw opening, or automatically advance the retaining pin by squeezing the closure trigger. Note that there is an audible click halfway through the closure stroke indicating that the device is in the intermediate position. In the intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. The closure trigger can be released at this point, and the instrument will maintain its jaw opening to allow for final positioning of the tissue to be cut and stapled. The retaining pin is fully engaged. Squeeze the closure trigger and handle together until the closure trigger is latched. Listen for an audible click. When the closure trigger is latched, the firing trigger moves to the ready-to-fire position. The cartridge has clamped onto the tissue which is ready to be cut and stapled. Ensure that the closing stroke is completed. All fingers should be completely removed from the closing trigger to ensure that the closing system holds. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additionally, a photo was provided and it show the device with a reload loaded and a second reload near the device with the anvil, washer and pin detached. A manufacturing record evaluation was performed for the finished device batch number 447c05, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: the right information of this issue is ¿¿the knife did not move with the second cartridge.'' Two cartridges will be returned. The pin of the second shot cartridge came off during storage and fell apart. The nurse mention it is possible the transparent cover came off and there may have been a problem with loading it. There was no problem with the third shot, and it was returned to the main body as is. There is no effect on patients. There was no change in procedure (e.g. Colostomy). The patient is stable. The staple was stapled, but the knife did not run, and the target tissue was not cut at 2nd firing on anus side colon resection. There was no unusual feeling in grasping the firing lever. The knife did not touch the target tissue, so there was no damage on the tissue. The nurse commented that translucent part might be removed when the red part was removed after the cartridge was loaded into the device. The received cartridge was scattered, but it was scattered after the operation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open sigmoidectomy, the staple could not be deployed, but the target tissue was cut at 2nd firing, when it was used on anus side colon resection. The 1st firing on oral side colon, and 3rd firing on anus side colon was performed properly. The cartridge color is green. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.